Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not have the cartridge tubing attached. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. A new cartridge was successfully loaded to address the issue and insulin delivery was resumed.